Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune fb impactor has cracked in half during impaction of the tibia. This part needs to be replaced. All pieces have been retrieved from the patient. No surgical delay.